Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. There is not sufficient info to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. Trending and tracking will be performed in review for strip lot #212623va. No corrective action required as no product deficiency was established.

Event description:
Caller reported discrepant results between inratio meter and lab from different pts. Inr = inratio/lab: inr = 3.1/1.8, inr = 3.3/2.6, inr = 1.9/1.6. First result is the most drastic. The other two are within acceptable variance. Caller said when they initially got the meter, they did correlations with the lab and there were no correlation issues. For the pt with the inr = 3.1/1.8, the results are from a fingerstick for the inratio and veinous draw for the lab. The finger stick and draw were done within minutes of each other with the fingerstick being done first.